Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-sep-14, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid and bupivacaine via an implantable pump for malignant pain. It was reported the hcp was seeing service codes 99 and 100 when they interrogated the pump. The hcp read the pump logs which show a motor stall when the patient had an magnetic resonance imaging (MRI) in the ER a few weeks back but no recovery was noted. The reason for the MRI and ER trip was unknown. The rep was advised to have the hcp read the pump logs again to check for a motor stall recovery. The rep called back and stated the physician assistant interrogated the pump again and re-read the logs and it was still giving the same codes. Logs showed that a motor stall occurred on (B)(6) 2021 but no recovery noted. Further troubleshooting was reviewed. The rep reported that they mentioned the patient has had a return of pain with no withdrawal symptoms.